Manufacturer narrative:
Device was used for treatment, not diagnosis. A manufacturing investigation was performed for the returned subject device (adjustable cervical distractor-left, part number 396.395, lot number t957253. The returned subject device exhibits some post production/acceptance wear and tear. The translatory strut has broken away from the joint holding the tube. The fracture surfaces are corroded. The manufacturing investigation shows that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device is approximately 5 years old. The hardness and dimensions of the broken part are conforming. The breakage seems to have occurred due to a tension corrosion crack. No manufacturing issue was found during investigation. Although the complaint condition was confirmed, a root cause could not be determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). Manufacturing date: april 29, 2011. Review of the device history records showed that there were no issues at the time of manufacturing of this device that would contribute to the issue outlined in this complaint. All parts were checked for function at the final inspection. The raw material is corresponding to the specifications. No non-conformance reports were generated during production. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the doctor was using the cervical distractor during surgery when the device broke. No prolongation in surgery reported. Patient outcome reported as okay; there was no reported patient harm. This is report 1 of 1 for (B)(4).